Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance (> 2000 ohms). The lead was reported to have provided an inappropriate shock which did not lead to therapy exhaustion. Noise was noted. Isometrics were performed which led to oversensing and pacing inhibition. There was no asystole. This lead was successfully explanted and replaced. There were no adverse patient effects reported.